Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during implant, oversensing was observed. Device was reprogrammed and remains implanted.